Event description:
The issue reported involved a cartridge that was not fully snapping into the pump, even after a pump replacement had been received. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, inspected the pump and pneumatic tap area for any debris or damage, which was not present. They were instructed to use an alcohol wipe to clean the area and attempt to reload the original cartridge, which was unsuccessful. Technical support then guided the customer to try a cartridge from a different box and assisted in filling and successfully loading the new cartridge, allowing the customer to resume insulin delivery.